Event description:
Additional information was received indicating the patient had lasik performed on the right eye 16 weeks post-op. The surgeon reported the patient is dissatisfied with monovision. Additional information was requested but not received.

Manufacturer narrative:
Additional info: b5, b6, h2, h6, h11. Correction: b3.

Event description:
It was reported that approximately one month post-implantation of an intraocular lens (iol) into the right eye, the lens rotated out of position. Lens will be repositioned on an unspecified date. Additional information has been requested, but not received.

Manufacturer narrative:
The lens remains implanted. Additional information regarding the details of the event including iol repositioning was requested, but not received. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.